Event description:
It was reported that a patient presented remotely via merlin net. The patient¿s pacemaker (pm) exhibited incorrect measurement which had been confirmed as false alert. No intervention or procedure was performed. The patient was stable throughout the procedure.